Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that the patient¿s pump had been taken out as it had gotten infected less than a year after it was put in. The date (B)(6) 2018 is considered an approximate date of event (specific year only). It was further noted that it started at the catheter site where it hooked to the spine and the patient noticed because the back of their shirt was all wet. When the patient went to the emergency room, they said it was puss coming out of their body. It was further noted that then the part where the pump was had started to swell up. They then did emergency surgery to get it out, then the patient had a hole in their back for over a year because it wouldn't heal. As a result, the patient had to have plastic surgery to have that closed. It was indicated that the patient only had the pump filled one time, and they believe it was morphine; however, they didn't remember dose or concentration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported the patient's pump was removed due to an infection.